Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). Troubleshooting was attempted to no avail; therefore, a replacement surgery was performed. It was noted that the previous cuff size was not appropriate, and the new component was a better fit. During the same procedure, an inflatable penile prosthesis (ipp) was removed; however, it was noted that there were no device issues with it. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.